Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported the patient experienced high bg on (B)(6) 2026 treated with insulin. No further information available.